Event description:
Meter name: one touch ii. Strip name: one touch. Meter code: unk strip code: unk. Strip storage: unknown. Symptoms: shaking. A patient reported they were experiencing hypoglycemic symptoms such as shaking and laying in bed the next thing patient knew patient was in the ambulance. Their meter allegedly was inacurately high. The result on their meter was 135 mg/dl. The result on the ambulance meter was 27 mg/dl. The time difference between patient's meter and ambulance meter was over 30 minutes. Treatment was unknown. No further information has been reported.